Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately several years ago from date manufacturer was made aware.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information obtained despite of good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 17674691.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information obtained despite of good faith efforts.